Event description:
Caller reported a high blood glucose level, although the specific value was not recorded. There was no adverse impact on the customer's blood glucose level as no injury occurred. The customer took corrective action by administering a correction injection via multiple daily injections, changed the infusion site, and confirmed that no pump or supply issues were present. Customer service confirmed the pump was functioning properly and suggested consulting a healthcare provider for further assistance with managing blood glucose levels.